Event description:
The doctor reported that the patient experienced a reaction in the area of the durepair, a few months after surgery. He said the 'cell count is high, up over 2000' and remains at that level. He said he's tried courses of steroids to help eliminate the reaction, but he thinks the patient is experiencing aseptic meningitis. Update, 06/12/2009, from dr.: duraseal was used, patient developed aseptic meningitis. The implant was removed and the patient is stable.

Manufacturer narrative:
The product was unavailable for return. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records was not possible, as no lot number was provided. According to the instructions for use that accompanies the product, foreign body reactions are a known complications of dura-related surgery. Since an ancillary product was used in the surgery, the source of the patient reaction could not be determined.